Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. No samples were received for investigation of complaint reported via post market survey; however, the customer reported they observed back flow of fluid leading to an underinfusion when using a bd anti-siphon valve product. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. In this instance a lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience.

Event description:
It was reported that 17 unspecified bd anti siphon valves experienced backflow that led to under-infusion. The following information was provided by the initial reporter: retrograde flow (back flow) of fluid leading to under infusion - 17.